Event description:
The device was used during a laparoscopic colon procedure. Reportedly, during the second firing, the device would not fire. Another device was used to finish the procedure. No patient injury was reported.